Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime due to a faulty force sensor. The device was received with cracked battery tube threads. The unit also was received with cracked reservoir tube lip, and cracked reservoir tube. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that the insulin pump leaked insulin during a manual prime, followed by an alarm. Advised insulin pump would be replaced. No additional information is provided.